Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay-user/reporter contacted lifescan (lfs) on behalf of her daughter alleging that a one touch ping meter read inaccurately erratic. The patient tests her blood glucose up to 10 times a day. She manages her diabetes with humalog insulin via an insulin pump. The reporter indicated that the alleged issue started on (B)(6) 2010, at around 2:26pm. According to the reporter, the patient came up to her and said she felt low. However, the reporter stated that the patient was not that low because she was not exhibiting any symptoms of low blood glucose. The reporter tested that patient's blood glucose and got a "low glucose" message. According to the owner's manual, the meter will display a "low glucose" message if a possible blood glucose level of less than "20 mg/dl" is detected. The reporter immediately treated the patient with juice. Within 2 minutes later, the reporter claimed that she tested the patient 2 times more back-to-back and got "67 and 79 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less or equal to 20 percent and/or less or equal to 20 mg/dl. The reporter was unable to recall what the patient's previous meter readings were before the event occurred. In another case on (B)(6) 2010, the patient was at school and went to a school nurse complaining of feeling low. The patient described to the nurse of feeling dizzy and having blurry vision. The school nurse tested the patient's blood glucose while feeling symptomatic at 2:53 pm and got "54 mg/dl." The nurse treated the patient with juice and a glucose tablet. At 3:07 pm, the nurse tested the patient again on the same reported meter and got "404 mg/dl." By 3:44 pm that same afternoon, the reporter tested the patient while she was already at home and got "196 mg/dl." The reporter claimed that the patient had not received any treatment between the 3:07-3:44 pm. She also mentioned that the patient's meter reading(s) prior to going to school that day were not unusual. She did not know if the patient took any insulin that day prior to the event. She also mentioned that the patient had eaten a snack as normal that morning and also ate lunch as usual that day. The reporter did not have control solution for troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion. The patient performed a meter-to-other meter comparison where the calculated difference of the reported results exceeds lifescan's criteria for accuracy testing. There is no evidence, however, that the alleged issue contributed to the patient's symptoms/injury. The reporter was unable to recall what actions were taken before each event occurred. She also did not allege that any meter readings were inaccurate before the events occurred. During each event, the patient's treatment correlated with the reported lfs meter readings.